Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket became stuck upon capturing the stone and the tip could not be removed to remove the basket. The physician attempted to crush the stone and was unable to do so. The physician was able to remove the stone from the basket since a basket wire was broken. The device was removed from the patient. The procedure was completed with another (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) (tip wont detach). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the basket assembly had been removed form the coil assembly. The sticker on the handle of the device was also found to be partially removed. The distal end of the clear sheath was found to be pushed back for a length of 0.5 centimeters. The coil working length was also found to be bent slightly. The device handle was disassembled and the handle cannula was removed. The basket connecting wire was found to be broken at the distal end of the handle cannula. The wire was necked down and jagged at the break. The basket wires were found to be deformed. The basket tip was found to be attached to all four basket wires. The condition of the returned unit was consistent with the complaint incident that the basket tip did not detach. During the evaluation, the basket connecting wire was found to be broken at the distal end of the handle cannula. Therefore, the most probable root cause is the basket wire failed prior to the basket tip detaching or the stone breaking up. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket became stuck upon capturing the stone and the tip could not be removed to remove the basket. The physician attempted to crush the stone and was unable to do so. The physician was able to remove the stone from the basket since a basket wire was broken. The device was removed from the patient. The procedure was completed with another (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket became stuck upon capturing the stone and the tip could not be removed to remove the basket. The physician attempted to crush the stone and was unable to do so. The physician was able to remove the stone from the basket since a basket wire was broken. The device was removed from the patient. The procedure was completed with another (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.